Manufacturer narrative:
B4: (B)(6) 2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the device had no display, black screen. The fse checked screen and turned up screen brightness knob, and screen came up can see no problems. The device passed required performance verification tests per philips standards and returned to service.

Manufacturer narrative:
He customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reporting that the device's screen has lines, hard to read numbers. The customer reported there was no patient involvement at the time the issue was discovered. The esprit vent is tracking only and needs repair by an outside vendor. As the device was not available for evaluation, the reported issue remains unknown. No additional details regarding the reported problem and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.